Manufacturer narrative:
5/13/1998: h6 - primary finding of device analysis revealed a stall due to a ruptured pump tube, causing the containment compartment to be filled with liquid.

Event description:
Report received with returned product from foreign reporter. "Failing to administer medication accurately." Device is presently at MFR undergoing analysis.